Event description:
In 2009, the pt reported the needle of his insulin infusion transfer set was bent. He stated he had just connected to a new infusion headset a few minutes earlier, and the transfer set connector needle was not bent at that time as the "two pieces went together just fine." No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.